Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The physician reported the cause of the peritonitis was due to poor air quality. The caregiver reported the cause of the peritonitis was due to a cough, diarrhea and fever, all due to poor air quality. The report of poor air quality was not further specified and no supportive clinical evidence was provided, therefore the cause for the reported events will be treated as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (no further information). The patient was recovered from this peritonitis event. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.